Event description:
It was reported that during device change out, high pacing lead impedance and loss of capture were observed when connected to the new device. No electrical anomalies were noted with the old device. Lead fracture was suspected. Lead was capped and replaced.